Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating with epic. A technical support specialist dialed into the server and restarted the carefusion coordination engine services. There were no available messages to process. A downtime query did not show any results of disconnected flags. The specialist checked the server for messages received from the carefusion coordination engine. The system functioned as intended after the technical support specialist repaired the device. D4: UDI not available

Event description:
It was reported by the customer that a bd pyxis¿ es server pyxis server was not communicating with epic. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.